Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. The patient described the area as an open wound under the vibration box. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream and an antibiotic for the open wound. Follow up indicated that the skin irritation improved